Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ping meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 1:00 pm the patient obtained the error 1 error message on the reported meter; he did not obtain a blood glucose reading. At that same time, the patient was experiencing the symptom of being incoherent. Emergency services were contacted. At 2:00 pm paramedics arrived and tested the patient's blood glucose level, however, that result was not provided. The patient was treated with a glucagon injection. The patient manages his diabetes with insulin pump therapy. The meter, test strips and control solution were replaced. The patient returned the reported meter to lifescan for evaluation. On (B)(6) 2013, product analysis tested the meter with failing results. The meter would not power on, it had a high sleep current, and the pcb board was contaminated. The patient allegedly suffered symptoms suggesting severe hypoglycemia while using the meter, and received emergency medical attention and treatment with glucagon. Therefore, this complaint is being reported.

Manufacturer narrative:
The patient returned the reported meter to lifescan for evaluation. On (B)(4) 2013, product analysis tested the meter with failing results. The meter would not power on, it had a high sleep current, and the pcb board was contaminated. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have pcb contamination at ic114. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.